Event description:
The event is reported as: per maude report: attempt to place #20 trocar chest tube twice, product tip would not allow surgeon to successfully place tube. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective action can be established since no sample was provided, lot number is not available for a deeper investigation. Complaint cannot be confirmed since no evidence could be gathered in order to evaluate this incident, lot number of the involved product could not be provided either.